Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2009. Prior to the start of the procedure, the blade would not spin when the system was activated. Another device was used to continue the procedure with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4) - blade will not rotate: prior to first use. The product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-00671. The same pt is represented in each medwatch.